Manufacturer narrative:
The device history record (DHR) for lot 2409600117 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and the reported condition was observed. A corrective and preventive action has been initiated to further investigate this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the polyurethane umbilical vessel catheter 3.5fr single lumen was unable to connect to stopcock. There was no harm reported.